Event description:
The customer stated that the bedside did not alarm for a bradycardia event. The pt was resuscitated.

Manufacturer narrative:
(B)(4). The customer stated that the bedside did not send an alarm to the attached central station for a bradycardia event. The pt was resuscitated. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.